Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laparoscopic supracervical hysterectomy, decompression of left ovarian cyst, anterior, posterior and paravaginal repair, cystotomy with repair, suburethropexy and cystoscopy due to pop, cystocele, rectocele, and sui. Following insertion patient experienced pain, erosion, extrusion and urinary problems. It was reported that patient underwent mesh revision on (B)(6) 2006. It was reported that patient underwent posterior repair due to recurrent rectocele and widened introitus on (B)(6) 2008.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent implant of cook medical¿s sis graft on (B)(6) 2010.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted. The patient underwent a gynecological procedure on (B)(6) 2008 and cook medical graft was implanted into the patient. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following procedure the patient experienced urinary retention, and urethral obstruction. It was reported that patient underwent mesh excision on (B)(6)2011 at emory healthcare due to erosion. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.